Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and pump detected unexpected movement in hall sensor counts and hardware low level failures. Customer¿s high blood glucose level was 25.8 mmol/l. Customer assisted with self test and was passed. The product was not returned for analysis.